Event description:
Customer reported issues with her sensor. Customer's blood glucose is 287 mg/dl. She treated with her insulin pump and manual injections. Customer stated when she takes the tape off, the needle comes off. Also, the adhesive curls up. Customer stated she was in a car accident and is trying to deal with it. Customer provided no further information about the car accident. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.